Event description:
Medtronic rec'd info that one yr following the implant of this bioprosthetic valve, the pt presented with valve dehiscence caused by bacteremia secondary to receiving a tattoo. The valve was explanted and a replaced. No adverse pt effects were reported.

Manufacturer narrative:
(B)(4): eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event be determined but reported to be related to infection after the pt rec'd a tattoo. Analysis: no product was returned. Conclusion: the IFU states: recipients of prosthetic heart valves who are undergoing dental or other procedures which are potentially bacteremic should receive prophylactic antibiotic therapy to minimize the possibility of prosthetic valve infection and/or endocarditis. The device history record was reviewed and showed that this valve met all mfg specification for product release for distribution. No issues were identified that would have impacted this event. W/o the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a f/u report will be submitted.